Event description:
It is reported that the patient experienced a sudden shift in her knee which resulted in instability. During the revision surgery it was discovered that the post had broken off the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.